Manufacturer narrative:
Initial reporter address 1: (B)(4). Investigation summary: based on device history record review, no abnormality was observed during the production run of the reported batch. Qa routine silicone content test and plunger & breakout test were within specification. As no photo/sample is returned for evaluation, actual root cause could not determine. The complaint will be re-opened and re-investigated when sample is returned. (B)(4).

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 3 ml, the plunger movement was difficult. The following information was provided by the initial reporter: complaint of syringe tightness during blood withdrawal from bannula. Causing blood lyse.